Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the staples were malformed. It was reported that the surgeon cut the washer per instructions. The surgeon had to hand stitch to close the tissue. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil/anvil shroud, damaged guide face, damaged knife, damaged staple pockets, damaged trocar, missing parts, staples present/location, and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, indicator response, safety release, and trocar/anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the breakaway washer was not returned with the instrument. As the breakaway washer was not returned, it could not be confirmed if the washer was fully cut or if a full stroke was achieved. A full stroke of the instrument and a tactical feedback of the instrument will ensure a complete cut of the breakaway washer and full formation of the staples. The instrument was reloaded with staples and a new breakaway washer. It fired and formed all the staples and cut as designed. There were no malformed staples noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.